Event description:
The patient called animas on (B)(6) and left a message stating "buttons are not working properly." The customer support representative called the patient and said he noticed the issue the day prior to calling animas saying there is a lag time between pressing the buttons and activating pump functions. He said, the issue mostly occurs with the ok button but the arrow buttons also lag slightly. He said, he has tried other batteries and the issue still occurs. The patient cleans his pump with a rag to wipe the screen off and to clean around the caps. There was no reported patient impact associated with this complaint. This complaint is being reported because the user alleged the buttons were not working properly.

Manufacturer narrative:
The pump has been returned to animas. Evaluation is not yet complete. When evaluation is complete results will be provided in a supplemental report. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 06/05/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: investigation revealed that the keypad was lifted near the up arrow keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation revealed that the ok keypad button is intermittently responsive. There was evidence of keypad contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment and a discolored display screen, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.